Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5094714. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The patient¿s mother, who is a nurse, reported that the patient had a skin reaction with burning, scarring, redness, itching and pus. There was no documentation of medical intervention. This is being reported due to the report of scarring. No additional patient or event information is available.